Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The flow diverter's delivery system was returned within the microcatheter. The flow diverter's braid was observed to be partially deployed from the microcatheter tip. The flow diverter was pushed out of the microcatheter with difficulty, and the braid deployed with no issues. The flow diverter's delivery system was observed to be separated into 2 segments (distal and proximal). No damages were observed on the tip coil, dps sleeves, and resheathing pad. The pushwire detachment occurred at hypotube proximal to wire weld. The distal section of the proximal pushwire was noted to have a bend. No damage was found on the distal hypotube. The flow diverter's braid was observed to be fully open with the distal and proximal ends having slight fraying, and the middle section having no damages. The broken proximal end of the distal segment of the pushwire was then cut and sent out for scanning electron microscopy (sem) and energy dispersive x-ray spectroscopy (eds) analysis. A supplemental report will be submitted upon evaluation completion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been returned for evaluation; without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Follow up is being performed. Should the device be returned a supplemental will be submitted. Suspect medical device brand name = pipeline flex w/shield technology model # ped2-450-18 mdrs related to this report.

Event description:
Medtronic received information that during treatment of an aneurysm located in the left internal carotid artery (ica), two pipeline devices did not open distally. It was reported that the physician wanted to jail the echelon to finish the coiling once the pipeline was deployed. However, the first pipeline (ped2-500-16) would not open distally after several attempts and found to be "twisted" distally. The entire system was removed and a new microcatheter was then inserted and a second pipeline was attempted (ped2-450-18) and did not open distally. The physician resheathed more than 2 time in effort to open the device however could not be resheathed, and the entire system was removed and the case was finished. The patient was treated with coils successfully and good flow was observed in ica. The aneurysm max diameter was 18 mm and the neck diameter was 6 mm. The distal landing zone was 4.30 mm and the proximal was 4.68 mm. The patient had moderate vessel tortuosity.